Event description:
Rn attempted to access pt's port with .22 gauge 3/4" gripper huber needle twice. Both times, needle penetrated skin, but bent back on itself and would not penetrate the septum. Rn stated pt's port is extremely obvious, and there is no way she could have missed. Accessed again using "older type" gripper needle without difficulty (22 gauge, 3/4").